Event description:
It was initially reported that the patient was set to unintentional setting. The patient had a generator diagnostics run on their generator and as part of a generator diagnostics the patient device is disabled and set to specific settings. The patient had their setting changed as a result of the generator diagnostics. The physician corrected the change in settings following the settings change by the generator diagnostics but did not fully correct all the settings prior to the patient leaving the appointment. The patient's magnet was left off until the next appointment where it was corrected. It is unclear if the physician intentionally left the patient's magnet off after it was turned off.

Manufacturer narrative:
Analysis of programming history.